Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. According to the medical records the patient underwent placement of the inferior vena cava (ivc) filter due to a history of recurrent right lower extremity deep venous thrombosis and pulmonary embolus, and prior coumadin therapy. During the placement of the filter via the left common femoral vein and under fluoroscopy, the trapease filter was placed centered at the level of l3 located below the renal veins and above the confluence of the left and right common iliac veins. There were no immediate complications. According to the information received in the patient profile from, approximately on or about ten years and five months post implant the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and tilt. The patient states to live with anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery. The patient is worried because their filter has tilted within their vena cava and perforated outside of it. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, and damage to the patient, including, but not limited to: malfunction, including perforation and tilt that causes injury and damage to the patient. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having a history of recurrent right lower extremity deep venous thrombosis and pulmonary embolus, and prior coumadin therapy. During the placement of the filter via the left common femoral vein and under fluoroscopy, the trapease filter was placed centered at the level of l3 located below the renal veins and above the confluence of the left and right common iliac veins. There were no immediate complications. According to the information received in the patient profile from (ppf), approximately on or about ten years and five months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and tilt. The patient states to live with anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery. The patient is worried because their filter has tilted within their vena cava and perforated outside of it.